Event description:
It was reported, that the patient was hospitalized. As the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy, due to non-physiologic noise oversensing, under primary vector configuration. Reportedly, the patient has gained 15 kilograms. And fell on the back on the previous months to this case. Technical services reviewed the device data and suggested troubleshooting. Noise could not be reproduced after provocative maneuvers were performed. Shock therapy was turned off. And a potential revision was being considered. However, further information received indicates, the s-ICD system was reprogrammed instead. This implantable electrode remains in service. And no additional adverse patient effects were reported.

Event description:
It was reported that the patient was hospitalized as the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate therapy due to non-physiologic noise oversensing, under primary vector configuration. Untreated episodes were recorded as well due to the same issue. Reportedly, the patient has gained 15 kilograms and fell on the back on the previous months to this case. Technical services reviewed the device data and suggested troubleshooting. Noise could not be reproduced after provocative maneuvers were performed. Shock therapy was turned off and a potential revision was being considered. However, further information received indicates the s-ICD system was reprogrammed instead. This implantable electrode remains in service and no additional adverse patient effects were reported.